Event description:
It was reported that after eating a usual breakfast of three cups of yogurt, the ilet user announced the meal but the announcement did not sufficiently account for the carbohydrates, leading to high glucose readings peaking around 400 mg/dl with subsequent downward trend; the event was associated with user interaction with the device¿s meal announcement feature and occurred during the first week of ilet use. Symptoms included hyperglycemia with fatigue and tingling in the fingers. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to announcing an incorrect size meal in relation to actual carbohydrate intake, and the issue pertained to the device user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.